Event description:
A report was received that a patient was experiencing charging difficulty due to the ipg moving after the patient experienced a non-device related fall. The physician will relocate the patient's pocket site.